Manufacturer narrative:
On (B)(6) 2016 a medtronic representative, following-up at the site, reported the site has decided not to repair the navigation system. No specific details regarding the software were made available. No parts were replaced. No parts have been received by manufacturer for analysis. Site declined a system check-out. No further issues have been reported. Part not received by manufacturer.

Event description:
A site biomed representative reported that their navigation system software unexpectedly exits, intermittently. The biomed representative did not know which specific software. This was not specific to any one procedure. No error messages were reported. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.